Event description:
It was reported that when using the pyxis medstation es system, it had a door failure. Unable to open the fridge door. The latch was broken. The customer reported that an issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction of door failure was caused by the latch was broken. The field service engineer assisted on the recovery process to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.